Event description:
Patient called for a refill at which time stated he feels one of his pumps is not working correctly(sn:(B)(4)). Pumps used for pulmonary hypertension. Patient states with this pump he feels more tired and is not able to walk as far. Pump rate matches dose and no alarms for pumps. However, pump replacement is being sent to patient. Md not notified. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 32ng/kg/min, frequency: continuous, route: sub-q. Dates of use: from (B)(6) 2018 - current. Diagnosis or reason for use: pulmonary hypertension.